Manufacturer narrative:
Product analysis summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) exhibited premature battery depletion as it was note d that estimated longevity decreased approximately three years over the course of approximately one year. It was noted that the pre-egm storage was set to continuous. The ICD remains in use. No patient complications have been reported as a result of this event.